Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer wore the insulin pump into the pool. The patient's blood glucose at the time of incident is unknown. There was fluid under the lcd screen. Fluid can be heard when the device is shaken. The insulin pump had alarmed critical pump error. Troubleshooting was initiated for the critical pump error and it was confirmed that the device received a "critical pump error" image on the display. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error (open book image) alarm and pump error 35 alarm is found in the formatted history file due to moisture damage on the force sensor. Analysis was unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection. The insulin pump was received with scratched case, case cracked behind the pump near the battery compartment, broken battery tube threads, pillowing keypad overlay, and minor scratched lcd window.